Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient was hospitalized with low blood glucose. The reporter stated that the patient was found with a low blood glucose of 31mg/dl, then it decreased to 28mg/dl; the patient was given sugar and an ambulance was called. The patient's blood glucose reportedly increased to 288mg/dl with treatment by the ambulance crew and they left. The reporter stated that the ambulance was called again when the patient's blood glucose decreased again to 31 mg/dl. The patient was taken to emergency room and was treated with intravenous glucose. A review of the pump found that an empty cartridge occurred at 4:28 pm on (B)(6) 2012. No other alarms were found in the history. The reporter was unaware of how the cartridge became empty; the reporter stated that there were about 180 units in the cartridge at the start of the pump. The reporter indicated being unaware of the steps for priming the pump. The prime history indicated a prime of 151.5 units. The reporter indicated that the prime was dispersed onto the table/floor. The reporter was unaware of the patient tightening the cartridge cap or inserting the cartridge while attached. A review of the bolus history indicated that 1.8 units of a 4 unit bolus were delivered prior to the bolus being cancelled; the patient programmed a second bolus, for the entire amount initially programmed, of 4 units possibly resulting in excess bolus delivery. The patient discontinued use of the animas pump awaiting additional training on use of the pump. This report is made based on the indication that use error of the pump may have caused or contributed to the patient's hospitalization for hypoglycemia.

Manufacturer narrative:
Follow-up #1 date of submission 09/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2012 with the following findings: evaluation revealed that before priming, the pump displays the appropriate warning. The prime history verified units of prime. Evaluation revealed that the total daily insulin delivery correctly reflected user's programmed basal rates. A 29 hour flow accuracy test was performed and passed and was found to be delivering within specifications. There was no defect found.